Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported.